Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source won't communicate with the scopes and unable to take pictures. The issue occurred during set up and inspection before patient in room. There was no patient involvement.